Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Revision due to improper tensioning between stem and cup at primary surgery; components not loose. Doi (B)(6) 1999 - dor (B)(6) 2006 (left hip). **update** (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified implant date. Products are now being reported due to patient seeking legal action. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision due to improper tensioning between stem and cup at primary surgery; components not loose.update 11/4/13 - plaintiff¿s preliminary disclosure form was received, which identified implant date. Products are now being reported due to patient seeking legal action.